Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in mount. Returned sensor started with known good reader and communication was successful. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving an error message stating ¿try scanning again within the next 60 mins¿ on the same day after applying her adc freestyle libre sensor. Customer further reported having contact with a healthcare professional who diagnosed her with hypoglycemia and administered an unspecified intravenous medication. No further details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered (B)(4) is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving an error message stating ¿try scanning again within the next 60 mins¿ on the same day after applying her adc freestyle libre sensor. Customer further reported having contact with a healthcare professional who diagnosed her with hypoglycemia and administered an unspecified intravenous medication. No further details were provided. There was no report of death or permanent impairment associated with this event.